Event description:
Pending trinity revision of the biolox delta ceramic liner and head after approximately 10 years and 8 months. The patient has an infection. The revision is scheduled for (B)(6) 2025. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) initial report. The following additional information was requested from the reporter: post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, did the patient follow correct post-op protocol? An update on the patient post revision. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Manufacturer narrative:
Per-(B)(4) final report_rev1. The final FDA report was submitted on 20-aug-25, however on 27-aug-25 the rep confirmed that the revision surgery had been cancelled and only a non-invasive procdeure was performed (an injection to treat the infection). No devices were revised. The following additional information was requested from the reporter: - post primary and pre revision x-rays - operative notes (primary and revision) - patient activity level and medical history - did the patient follow correct post-op protocol? - an update on the patient post revision. The appropriate device detials have been provided, and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would've caused or contributed to this event. Based on the available information no further investigation can be conducted. Infection is a known complication with any invasive surgery, however, as this infection occurred 10+ years after implantation it cannot be linked to the devices or the procedure. The root cause of the infection could not be determined based on the available information and thus this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigationand thus this case is now considered closed please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representitive or distrubuter caused or contributed to this event

Event description:
Pending trinity revision of the biolox delta ceramic liner and head after approximately 10 years and 8 months. The patient has an infection. The revision is scheduled for (B)(6) 2025. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Pending trinity revision of the biolox delta ceramic liner and head after approximately 10 years and 8 months. The patient has an infection. The revision is scheduled for (B)(6) 2025. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4). Final report the following additional information was requested from the reporter: - post primary and pre revision x-rays - operative notes (primary and revision) - patient activity level and medical history - did the patient follow correct post-op protocol? - an update on the patient post revision the appropriate device detials have been provided, and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product non conformity or deviation from process that would've caused or contributed to this event. Based on the available information no further investigation can be conducted. Infection is a known complication with any invasive surgery, however, as this infection occurred 10+ years after implantation it cannot be linked to the devices or the procedure. The root cause of the infection could not be determined based on the available information and thus this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigationand thus this case is now considered closed please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representitive or distrubuter caused or contributed to this event.